Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) and lot number 7278925. However, transmitter with serial number (B)(6) and lot number 5278497 was received. An external visual inspection was performed and passed. Voltage measurement test was performed and failed due to 0vdc. A review of the share logs was performed and no data was found for serial number (B)(6) and lot number 5278497 within the investigation window. The allegation was undetermined because an investigation can't be performed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.